Event description:
Pt reported she is disabled with poor balance and little strength in her legs. On an unk date, she fell backwards while at home and hit her arm on the bed sustaining an extra-articular distal humeral fracture of the right humerus, fairly comminuted. Pt reported that she was implanted with an unk plate, 8 screws and 2 wires and may have been in a sling at some point post-op. Pt advised that 3 of the screws broke and were removed during revision. This report is #3 of 3 for the same event.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.